Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 5 during basal delivery. In addition, the customer received a cartridge alarm 19 during the load process. The customer was able to load a new cartridge successfully and resume insulin delivery. Additionally, it was reported that the customer's fill estimate was inaccurate. During the call with tandem's technical support, the customer declined to perform troubleshooting and will continue to monitor insulin gauge. There was no impact to the customer's blood glucose level.